Event description:
It was reported to boston scientific corporation that a radial jaw 4 hot biopsy forceps was being prepared during a planned gastroscopy procedure. According to the complainant, during the preparation, the nurse noticed some black filaments/fibers inside the pouch with the device. Additionally, there was no visible damage noted to the forceps and its packaging. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual examination of the returned device showed particles inside the pouch. Material analysis was performed and found that the particles were characterized as particles from the complaint device¿s black handle and cautery pin. There is an ongoing investigation in place to address this issue. At this time, we are unable to determine a definitive root cause for this event. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 hot biopsy forceps was being prepared during a planned gastroscopy procedure. According to the complainant, during the preparation, the nurse noticed some black filaments/fibers inside the pouch with the device. Additionally, there was no visible damage noted to the forceps and its packaging. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.